Manufacturer narrative:
The returned device was evaluated and the pod download data showed an 0x14 occlusion alarm generated. Generation of the hazard alarm stopped the delivery of insulin. The actual cause of the reported hazard alarm could not be determined. Exposed portion of soft cannula for the received pod was found to be bent. It could not be determined when this damage to soft cannula occurred or if it linked to the reported hazard alarm generation. Inspection of the device found drag marks on tube nut below the clutch spring, closer to the reservoir cap. This indicated an interference between tube nut and reservoir cap, caused due to misalignment between them. But it could not be determined if it linked to the hazard alarm generation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported while a patient was wearing a pod between 24 and 36 hours their blood glucose level rose to over 250 mg/dl.